Event description:
Customer reported performing three consecutive tests with the freestyle meter with results of 341 mg/dl, 436 mg/dl and 267 mg/dl. The customer didn't know how much insulin to take. The customer did not require medical attention. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.